Event description:
It was reported that the patient has multiple broken areas on her legs. She used viscopaste, kerramax, k-soft, k-lite and k-flex. The green tinge has shown to exudate and on the kerramax padding. Wounds swabbed, nothing came back on swab. No signs of infection or inflammation.